Event description:
It was reported that the patient had a catheter revision. There was no csf return from the catheter prior to the revision. The entire catheter was replaced. The catheter was not available for return. There were no symptoms reported with this event.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, lot# unknown, product type catheter. (B)(4).